Event description:
It was reported that during a lap gastric bypass the handpiece is getting hot to the touch. The customer replaced the device and completed the case with no patient consequence.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a collapsed/torn acoustic isolator and evidence of moisture ingress were found in the instrument. This could have been the cause of hot hand piece. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.